Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was found to have a broken cable. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument and failure analysis testing was completed. The instrument was found to have a broken grip cable at the distal end. The reported complaint was confirmed by failure analysis. The probable root cause of the reported issue is attributed to the broken cable.